Event description:
It was reported that patient remotely sent a merlin transmission and showed device delivered inappropriate atp and hv therapy. Programming changes were suggested.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.